Event description:
Cas 511 combination monitor was found by staff to be in a monitoring condition where all heart rate, respiratory rate and pulse oximetry values and indicators were frozen on the led display. During this event there was no indication of pt monitoring, and no alarm sounded to alert the clinicians. No harm to the patient occurred. The monitor was immediately removed from the patient.